Event description:
It was reported that the patient suffered from maceration during use.

Manufacturer narrative:
Investigation results: we have now concluded our investigation into this complaint. The returned sample has been assessed and the reported issue was confirmed. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A review of the complaint history for this defect shows a very low level of complaints for this issue based on volumes manufactured. The possible cause may be related to the top film material performance and the film trimming process of the non-adhesive tab. The investigation is ongoing and the root cause to be determined. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range